Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: mislocation - clip, difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after clip deployment, bleeding continued and the device could not be removed due to the clip deploying partially on the distal end of the device and in tissue. The safety release was activated, but the clip could not be released. An attempt to free the clip from the device was made with hemostats, but was unsuccessful. Counter-traction with an assertive pull was applied releasing the device from pt anatomy. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.